Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. D4: batch # u95k54. H6: component codes: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. A tyvek wrapper was also returned along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. The jaws opened and closed as intended during each firing. The event described could not be confirmed as the device performed without any difficulties note and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: the trigger must be fully squeezed against the handle to ensure complete clip formation. Ensure full release of the trigger after firing. A partial release of the trigger may disrupt clip feeding sequence and may result in clip malformation. Do not attempt to fire through the last clip lockout. Closing the instrument¿s jaws over a vessel or structure without a clip could result in damage to the vessel or structure. Do not attempt to remove closed jaws from the structure or vessel. This could result in damage to the structure or vessel. Pull the trigger outward to re-open the jaws." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.